Manufacturer narrative:
Please refer to MDR manufacturer no. 3003652672-2022-00001 for full details for parts d, e, g and h that are common, other than those fields completed herein which are specific to this individual subject case or required. There was one device malfunction that impacted individual 662 4kscore test results between (B)(6) 2022.

Event description:
A 69-year old male with a history of high level of prostate specific antigen (psa), submitted a sample for 4kscore test analysis on (B)(6) 2022, which was conducted on (B)(6) 2022. The subject's urological history included a previous digital rectal exam without a prostate nodule present. The subject also had a previous biopsy that was negative. His 4kscore was 33.2 and this result was reported to the requistioner/provider on (B)(6), 2022. Given the identification of the input error in the sample requisition intake software, his 4kscore was recalculated and reported to the physician on (B)(6), 2022, with a revised 4kscore of 7.3, 41 days after the initial result report. The subject had unknown/healthcare provided as the physician declined to provide follow-up. Given that the initial 4kscore result was greater than 20 and decreased upon recalculation, it is possible that the subject was subjected to additional and potentially unnecessary medical procedures which may include magnetic resonance imaging of the prostate and/or biopsy and the risks associated with that, as deemed necessary by the attending physician. To date, neither the PMA holder nor the manufacturer has not received or is aware of any untoward events/effects as a result of this device malfunction and errant initial 4kscore test results. There was one device malfunction that impacted individual 662 4kscore test results between (B)(6) 2022 and (B)(6) 2022. Please refer to MDR manufacturer no. 3003652672-2022-00001 for full details for parts d, e, g and h that are common, other than those fields completed herein which are specific to this individual subject case or required.